Event description:
Patient with a pacemaker had witnessed a cardiac arrest at home. Patient was taken to an outside hospital in asystole where he was resuscitated and intubated. His ventricular pacer wire was found to have a break. When he was transferred to our hospital he presented with multisystem organ dysfunction syndrome and irreversible brain injury. The family opted for comfort measures and the patient expired later. The pacemaker was neither placed nor monitored by our hospital but upon discovery of the fractured pacer wire and consultation with medsun representatives, we deemed it best to submit a report for further investigating into the device.